Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had elevated blood glucose (bg) levels overnight (500 mg/dl). Customer treated elevated bgs by administering manual injections.